Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2024. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced vascular and non-vascular.

Event description:
It was reported that following a spaceoar vue and fiducial markers placement under local anesthesia, a computerized tomography scan showed the hydrogel on the left side of the prostate. The hydrogel was observed around the prostate and into the left-sided vein, with a small amount between the prostate and rectum. The patient experienced no urinary retention, shortness of breath, or chest pain, and the hydrogel was not visible above the high sacrum. It was suspected that the hydrogel was positioned anterior to denonvillier's fascia, allowing it to move into the venous plexus and toward the hypogastric veins. In the physician's assessment while the risk of embolism was considered, it was not fully dismissed, and since urinary retention did not occur, the hydrogel likely did not enter the prostate. The decision was made to proceed with treatment as planned, utilizing moderate hypofractionation.